Manufacturer narrative:
Evaluation summary: no sample was returned for analysis since the shunt has remained in the eye; the condition of the product could not be verified and visual inspection cannot be performed. No abnormalities were found during the device history record review and the product was released according to the manufacturer's release criteria. There are two other complaints reported for this lot number. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated a suture lysis was performed on two separate dates.

Event description:
A doctor reported that one day following a glaucoma filtering shunt placement surgery of the right eye the shunt touched the iris, obstructing aqueous flow into the shunt. Yag and argon lasers were performed to remove the iris incarceration. Corneal contact was also noted. Following laser treatment hypotony occurred, therefore, the scleral flap was sutured. Six months following surgery, the intraocular pressure is 07 in the right eye and the shunt remains in place. Additional information has been requested.